Event description:
Clinical manager (cm) reports one incident of a blood leak with a CT 190g dialyzer. It was the sixth use. The leak was noted by an audible blood leak alarm and confirmed by a hemastix test strip. Treatment was discontinued and blood from the arterial blood line was returned to the pt. Blood loss was estimated to be 150cc as a result of not returning blood to the pt from the dialyzer and venous blood line. Treatment was resumed with new disposables and completed without further incident. Cm reports that there are no pt injuries or medical interventions associated with this incident.